Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a detached wire was reported. The sensor was inserted into the arm on (B)(6) 2019. The patient reported that when she woke up in the morning, she had pain at the sensor insertion site. She removed the sensor but did not see a wire attached underneath. The pain in her arm continued and she was evaluated by a physician on (B)(6) 2019. An x-ray was performed and confirmed the wire was in the insertion site. She was then evaluated by a surgeon who stated the wire was too little to remove and that removing it may cause more harm. At the time of contact, the patient stated the pain has resolved and that the surgeon advised her to return if the pain returned. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen). No product was provided for investigation. Confirmation of the allegation was confirmed via x-ray images taken on 02/04/2019. The probable cause could not be determined. No additional medical intervention was required.